Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a sleeve procedure, surgeon was able to press the green button and squeeze the handle but the device was not able to fire. Surgeon replaced the stapler to resolve the issue. There was no patient injury.